Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('us did not show my coils at all') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, dysmenorrhea, c-section (2 times), pain in heel, osteoarthritis, dry eyes, fatigue, tendonitis, bursitis and body mass index normal. Previously administered products included for an unreported indication: mirena from 2004 to 2007. Concurrent conditions included gerd since 2010. Concomitant products included esomeprazole since 2007 and meloxicam (mobic) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2007, the patient had essure inserted. In 2010, the patient was found to have c-reactive protein increased ("autoimmune disorder type of disorder: nonarthritic increase crp chronically 2014-2015/ c-reactive protein level continue to increase joint pain") and experienced arthralgia ("autoimmune disorder type of disorder: nonarthritic increase crp chronically 2014-2015/ c-reactive protein level continue to increase joint pain"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced anaemia ("other injury or complications: anemia"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes decribe/ hormone levels off"). In (B)(6) 2014, the patient experienced plantar fasciitis ("plantar fasciitis") and pain in extremity ("foot pain"). In 2014, the patient experienced migraine ("migraines / headaches") and memory impairment ("other injury or complications : problems with memory"). On (B)(6) 2014, the patient experienced meniscus injury ("torn meniscus due to inflammation"), 6 years 6 months after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced allergy to metals ("got my metal (tin) toxicity screen back in nickel/ allergic or hypersensitivity reaction ¿ nickel levels high"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), headache ("migraines / headaches"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain lower ("lower abdomen pain"), feeling abnormal ("brain fog") and inflammation ("inflammation"). The patient was treated with cortisone, diclofenac (zorvolex), macrogol 3350 (miralax), phentermine, progesterone, testosterone and surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, dyspareunia, weight increased, memory impairment, hormone level abnormal, abdominal pain lower, plantar fasciitis, pain in extremity and meniscus injury outcome was unknown, the pelvic pain, c-reactive protein increased, fatigue, arthralgia, anaemia, feeling abnormal and inflammation had resolved and the migraine, headache and irritable bowel syndrome was resolving. The reporter considered abdominal pain lower, allergy to metals, anaemia, arthralgia, c-reactive protein increased, device dislocation, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, inflammation, irritable bowel syndrome, memory impairment, meniscus injury, menorrhagia, migraine, pain in extremity, pelvic pain, plantar fasciitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2007, current weight 155 lbs. Case (B)(4) was created for mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: indication- tubal patency, conclusion- complete tubal occlusion, bilateral. Tubal occlusive devices in place, positively closed. Ultrasound scan - on an unknown date: did not show coils at all. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: c reactive protein, foot pain, plantar fasciitis. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs and mr was received. New events plantar fasciitis, foot pain,torn meniscus were added. New reporters were added. Patient demographic was added. Treatment and concomitant drugs were added. Patient concomitant and historical condition were added. Event onset date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('us did not show my coils at all') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, dysmenorrhea, c-section (2 times), pain in heel, osteoarthritis, dry eyes, fatigue, tendonitis, bursitis and body mass index normal. Previously administered products included for an unreported indication: mirena from 2004 to 2007. Concurrent conditions included gerd since 2010. Concomitant products included esomeprazole since 2007 and meloxicam (mobic) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) -2007, the patient had essure inserted. In 2010, the patient was found to have c-reactive protein increased ("autoimmune disorder type of disorder: nonarthritic increase crp chronically 2014-2015/ c-reactive protein level continue to increase joint pain") and experienced joint pain ("autoimmune disorder type of disorder: nonarthritic increase crp chronically 2014-2015/ c-reactive protein level continue to increase joint pain"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced anaemia ("other injury or complications: anemia"). In august 2013, the patient was found to have hormone level abnormal ("hormonal changes decribe/ hormone levels off"). In (B)(6) 2014, the patient experienced plantar fasciitis ("plantar fasciitis") and pain in extremity ("foot pain"). In 2014, the patient experienced migraine ("migraines / headaches") and memory impairment ("other injury or complications : problems with memory"). On (B)(6) 2014, the patient experienced meniscus injury ("torn meniscus due to inflammation"), 6 years 6 months after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced allergy to metals ("got my metal (tin) toxicity screen back in nickel/ allergic or hypersensitivity reaction ¿ nickel levels high"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), headache ("migraines / headaches"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain lower ("lower abdomen pain"), feeling abnormal ("brain fog"), inflammation ("inflammation"), pain in hip ("hip pain") and back pain ("lower back pain"). The patient was treated with cortisone, diclofenac (zorvolex), macrogol 3350 (miralax), phentermine, progesterone, testosterone and surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, dyspareunia, weight increased, memory impairment, hormone level abnormal, abdominal pain lower, plantar fasciitis, pain in extremity, meniscus injury, pain in hip and back pain outcome was unknown, the pelvic pain, c-reactive protein increased, fatigue, joint pain, anaemia, feeling abnormal and inflammation had resolved and the migraine, headache and irritable bowel syndrome was resolving. The reporter considered abdominal pain lower, allergy to metals, anaemia, back pain, c-reactive protein increased, device dislocation, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, inflammation, irritable bowel syndrome, joint pain, memory impairment, meniscus injury, menorrhagia, migraine, pain in extremity, pelvic pain, plantar fasciitis, vaginal haemorrhage, weight increased and pain in hip to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2007, current weight 155 lbs. Case 2019-092178 was created for mirena diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: indication- tubal patency, conclusion- complete tubal occlusion, bilateral. Tubal occlusive devices in place, positively closed. Ultrasound scan - on an unknown date: did not show coils at all. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: c reactive protein, foot pain, plantar fasciitis. Most recent follow-up information incorporated above includes: on (B)(6) 2020: sm received : events added- lower back pain, hip pain, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("us did not show my coils at all") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, dysmenorrhea and c-section (2 times). Previously administered products included for an unreported indication: mirena from 2004 to 2007. Concurrent conditions included gerd since 2010. Concomitant products included esomeprazole since 2007. On (B)(6) 2007, the patient had essure inserted. In 2010, the patient was found to have c-reactive protein increased ("autoimmune disorder type of disorder: nonarthritic increase crp chronically 2014-2015/ c-reactive protein level continue to increase joint pain") and experienced arthralgia ("autoimmune disorder type of disorder: nonarthritic increase crp chronically 2014-2015/ c-reactive protein level continue to increase joint pain"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("got my metal (tin) toxicity screen back in nickel"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), memory impairment ("other injury or complications: problems with memory"), anaemia ("other injury or complications: anemia"), abdominal pain lower ("lower abdomen pain"), feeling abnormal ("brain fog") and inflammation ("inflammation") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and hormone level abnormal ("hormonal changes describe"). The patient was treated with progesterone and surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, dyspareunia, weight increased, memory impairment, hormone level abnormal and abdominal pain lower outcome was unknown, the pelvic pain, c-reactive protein increased, fatigue, arthralgia, anaemia, feeling abnormal and inflammation had resolved and the migraine, headache and irritable bowel syndrome was resolving. The reporter considered abdominal pain lower, allergy to metals, anaemia, arthralgia, c-reactive protein increased, device dislocation, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, inflammation, irritable bowel syndrome, memory impairment, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2007, current weight (B)(6) lbs. Case 2019-092178 was created for mirena. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: indication- tubal patency, conclusion- complete tubal occlusion, bilateral. Tubal occlusive devices in place, positively closed. Ultrasound scan - on an unknown date: did not show coils at all. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs, mr and social media received. Events per pfs: hormonal changes describe, abnormal bleeding (vaginal, menorrhagia) , allergic or hypersensitivity reaction type: tin allergy , apareunia (inability to have sexual intercourse) , autoimmune disorder type of disorder: nonarthritic increase crp chronic ally 2014-2015, migraines/headaches, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain/loss specify which one: weight gain, gastrointestinal or digestive system condition type: ibs, back pain, device dislocation, inflammation, anemia and memory problems were added, outcome of the events were updated. Patient's medical history added. Laboratory data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.